Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) have not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatments or patient death. Manufacture dates: monitor: 7/1/2013, belt: 3/31/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly alone in his apartment at the time of passing. The patient's niece found the patient deceased in his apartment. Review of the patient's download data revealed that prior to passing, the patient received 19 appropriate treatments, and 3 inappropriate treatments from the lifevest on (B)(6) 2019. At 8:45:15 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 35 bpm with recurrent vf. The second treatment was delivered at 8:45:47 am while the patient was in vf. The post-shock rhythm was an idioventricular rhythm at 30 bpm. The patient received the third treatment at 8:47:22 while the patient was in polymorphic vt at 220 bpm. The post-shock rhythm was an idioventricular rhythm at 35 bpm with recurrent vt. At 8:48:29 am, the fourth treatment was delivered while the patient was in vf. The post-shock rhythm was asystole with recurrent vf. At 8:48:59 am, the fifth treatment was delivered while the patient was in vf. The post-shock rhythm was two seconds of asystole transitioning to vt at 130 bpm. At 8:50:44 am, the sixth treatment was delivered. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was an idioventricular rhythm at 80 bpm. At 8:53:38 am, the patient received the seventh treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vf. At 8:54:05 am, the eighth treatment was delivered. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was four seconds of asystole transitioning the vt at 180 bpm, that then degraded to vf. At 8:55:06 am, the patient received the ninth treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was supraventricular tachycardia (svt) at 160 bpm self-converting to an idioventricular rhythm at 70 bpm with recurrent vt. At 8:55:39, the patient received the tenth treatment from the lifevest. The patient's rhythm at the time of the treatment was svt at 150 bpm with pvcs. The post-shock rhythm was asystole with intermittent cardiac activity. At 8:56:19 am, the patient received the eleventh treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 20 bpm degrading the vf five seconds before the treatment was delivered. The post-shock rhythm was svt at 150 bpm with pvcs. At 8:56:51 am, the patient received the twelfth treatment from the lifevest. The patient's rhythm at the time of the treatment was svt at 160 bpm with pvcs. The post-shock rhythm was sinus tachycardia at 130 bpm with pvcs. At 8:59:06 am, the patient received the thirteenth shock from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was three seconds of asystole transitioning to vf. At 8:59:36 am, the patient received the fourteenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was vf. At 9:00:01 am, the patient received the fifteenth treatment. The patient's rhythm at the time of the treatment was vf degrading the asystole, and the post-shock rhythm was asystole with pvcs transitioning to an idioventricular rhythm at 20 bpm. At 9:02:16 am, the patient received the sixteenth shock from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was idioventricular rhythm at 20 bpm. The seventeenth treatment was delivered at 9:02:51 am while the patient was in vf. The post-shock rhythm was asystole with intermittent cardiac activity transitioning to an idioventricular rhythm at 20 bpm. The eighteenth treatment was delivered at 9:05:01 while the patient was in vf. The post-shock rhythm was also vf. At 9:05:27 am, the patient received the nineteenth treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole with intermittent cardiac activity degrading to vf. At 9:06:32 am the patient received the twentieth shock from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole with recurrent vf. At 9:07:27, the patient received the twenty-first treatment from the lifevest. The patient's rhythm at the time of the treatment was vf and the post-shock rhythm was asystole. At 9:07:52 am, the patient received the twenty-second and final treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 15 bpm and the post-shock rhythm was an idioventricular rhythm at 15 bpm. The patient's last available ECG data shows that the patient was in an idioventricular rhythm at 15 bpm at 9:27:54 am. Svt above the treatment threshold and oversensing of low amplitude cardiac signal contributed to the false detections. No additional information is available at this time as the patient's monitor has not yet been returned, and additional download data is not yet available. There is no indication that a device malfunction caused or contributed to the patient's death.